Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee replacement, on closing the joint capsule, after five passes through the tissue, the thread broke. Another device was used to resolve the issue. There was no patient injury.